Event description:
"Pacemaker key function abnormal" was reported. No pt involvement was reported.

Manufacturer narrative:
(B)(4). "Pacemaker key function abnormal" was reported. No pt involvement was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.